Event description:
It was reported that the patient experienced a headache that affected the neck and shoulders. The cause of the headache was unknown. The patient¿s status at the time of the event was said to be alive and no injury. A blood patch was performed and the patient was fine now. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).